Event description:
On 21-jan-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia resulting in diabetic ketoacidosis (dka). The user was admitted to the hospital, where the ilet was reported to be off at the time of presentation, and the user was treated and remained hospitalized for several days. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while off ilet therapy. Engineering log review was limited, as device data corresponding to the reported event date were not available and the most recent log sync occurred prior to the event. No malfunction alerts or factory resets were identified in the available logs. It was reported that the ilet was off at the time of the event; however, it could not be confirmed whether the device was intentionally powered down by the user or had lost power due to battery depletion. Review of available information indicates that the hyperglycemic event occurred in the setting of interruption of insulin delivery and failure to transition to appropriate backup therapy while the ilet was not in use. Based on available information, the event was attributed to non-device-related therapy management factors, and the device problem was excluded. If additional information becomes available, a supplemental MDR will be submitted.